Event description:
Blood glucose measured hi at 1:59 pm back to back with a result of 218 mg/dl at 2:00 pm. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.